Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. The reported event for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The internal review of procedural imaging confirmed that the 52mm evoque valve embolized into the ventricle immediately upon release from the evoque delivery system (ds). At initial release of the valve, the positioning is at the hinge points. After ds was removed, the valve canted on the anterior/septal aspect. Five days post procedure, the decision was made to surgically remove the valve. The decision was a medical decision, there was no evidence of patient deterioration or worsening of valve functionality/positioning. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in israel, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The implantation was uneventful. However, shortly after the release, the tee confirmed a malposition of the implanted valve. The valve lost contact anterior/septal and dropped approximately 90 degrees ventricularly, with posterior/lateral attachment. One hour post-procedure, there was no further change in valve position. The patient was hemodynamic stable, with no tricuspid regurgitation, paravalvular leak(pvl) was mild and gradient was 1mmhg. The patient was planned to be extubated and discussed within the heart team regarding further treatment. There was no evidence of valve movement or complication. However, on post operative day (pod) 5, a medical decision was made for the patient undergo open heart surgery. The evoque valve was explanted and a new valve was implanted. The patient is stable. After internal imaging review, there is evidence the 52 mm evoque valve embolizes into the ventricle upon deployment. The evoque valve is positioned very low on the anterior and septal aspects, with the majority of anchors losing contact with the native annulus. There is evidence of valve instability. There is qualitatively mild to moderate anteroseptal pvl. The final transvalvular tr is qualitatively trace. The tv mean inflow gradient measures 1 mmhg at 61 bpm.